Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of "kept shutting down," an endurance test was performed for 24 hours to try to duplicate the issue and no failure was found. It was noted that an error was found in the software history and a software reconfiguration was performed in order to eliminate any possible software issues. Additionally a stylus was added and calibrated and the device then passed its electrical safety test as well as all final systems and functional tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer kept shutting down. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product was returned to service.